Event description:
It was reported the patient's lead migrated. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead(s) had migrated.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a , UDI: (B)(4), serial: (B)(6), batch: 7816231. Common device name: drg lead, model: mn10450-50a , UDI: (B)(4), serial: (B)(6), batch: 7816231. Common device name: drg lead, model: mn10450-50a , UDI: (B)(4), serial: (B)(6), batch: 7816230. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was replaced to address the issue. Therapy was restored post-operatively.